Manufacturer narrative:
Wound dehiscence occurred - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that a pt presented with a dental wound dehiscence at an unspecified time following dental implant surgery. The surgical site was repaired. Additional info was requested; no further info was provided.